Event description:
It was reported by service report that the stretcher had a broken weld on the side rail of the litter top presenting sharp edges. No pt involvement or adverse consequences are reported.